Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer submerged the pump in water. Subsequently, a malfunction alarm occurred. The customer's blood glucose (bg) level was 131 mg/dl at the time of the event. The customer reported that manual injections would be used for alternate insulin therapy. In addition, the customer's blood glucose (bg) level was 250 (mg/dl) that morning. Reportedly, the customer "typically" woke up with an elevated bg level and the customer was also fighting an infection. A bolus via the pump was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to a different issue that was identified (usb pins damaged).